Event description:
A customer observed erroneous phyt results for a patient sample tested on the vitros 250 analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that qc results were acceptable, though the variation between reps was higher than usual. On-site service replaced the cam washer assembly on the immunowash pump and made other necessary adjustments. Post service precision test results were acceptable. The root cause of the event was instrument related.